Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2009, pre-dilatation was performed and a 2.50x12 promus stent was deployed in the proximal left anterior descending artery (lad). Post dilatation was performed with 30% residual stenosis. On (B)(6) 2013, the patient presented with decompensated congestive heart failure and was referred for cardiac catheterization. On (B)(6) 2013, coronary angiography revealed 80% in-stent restenosis of the 2.50x12 stent in the proximal lad. There was no reported treatment. On (B)(6) 2013, the event resolved without residual effects and the patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of restenosis is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.